Manufacturer narrative:
(B)(4) - poor fit is not labeled. Event evaluation: still under investigation.

Event description:
The information provided stated that the customer used the device once and felt it had a very poor fit of introducer "rhino" piece into size 8 trach. There was a big lip left and it was very difficult to insert. The patient then had bleed from trach wound edges and had to replace with a trusty-"trachoe." Patient outcome was not provided by the reporter.